Event description:
It was reported that during periodic end of service follow-up for patient's. The patient was believed to have passed away due to sudep. No other relevant information has been received to date.